Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient forgot to recharge his ipg for an extended period of time and then he never resumed recharging. In addition, stimulation has been off for an extended period of time too. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced which resolved the issue.